Event description:
A medical professional reported that a nurse accidentally stuck herself with a patient's fastclix device. The reporter stated that the nurse went to the emergency room and was started on (B)(6). The nurse was treated with truvada and isentress. The nurse had taken the medication for three days. After the patient's (B)(6) test was determined to be (B)(6), the nurse discontinued taking the medications.